Event description:
It was reported that the asymptomatic and non pacer dependent patient presented remotely via merlin.net transmission. Upon review the pulse generator exhibited ams episodes with competitive atrial pacing. Right ventricular lead exhibited non reproducible oversensing noise. All other electrical measurements were normal. No intervention was performed. The patient would be monitored routinely.

Event description:
The patient would be monitored routinely. New information on (B)(6) 2017 noted the right ventricular lead continued to exhibit noise. Both the lead and the device was explanted. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.